Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date when abbott diabetes care became aware of the event. The meter¿s serial number is unknown; hence the date of manufacturer is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that when she was unable to get a reading from the meter she self-presented to a hospital to have her blood sugar checked. At the hospital an unspecified ¿high¿ reading was obtained and customer was treated with an unspecified amount of insulin. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem), (outcomes attributed to ae), (describe event or problem) and (type of reportable event) were incorrectly documented in the MDR 30 day follow up #1 report. Sections have been updated.

Event description:
Customer reported that on an unspecified date/time her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that when she was unable to get a reading from the meter she self-presented to a hospital to have her blood sugar checked. At the hospital an unspecified ¿high¿ reading was obtained and customer was treated with an unspecified amount of insulin. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.